Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd posiflush¿ syringe there was an issue with leakage. The bd posiflush¿ syringe had leaked inside the package. The following information was provided by the initial reporter, translated from (B)(6) to english: when the responsible nurse infused the patient with 5 ml flush, and the leak was found when the flush was not opened.